Event description:
While doing laparoscopic cholecystectomy, clips applied to tissue kept coming off. Three clips were left on cystic duct. Pt has bile draining from jackson-pratt drain post-op. While doing next laparoscopic cholecystectomy clips also fell off. Clipper disposed of and different clipper used.